Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert triggered due to high impedance on the right atrial (ra) lead. The lead also exhibited high thresholds. It was found that the lead was not all the way past the setscrew in the atrial port of the device. The ra lead was revised and the ra lead and device remain in use. No patient complications have been reported as a result of this event.